Event description:
Doctor reported loss of integration. Doctor reported loss of integration with inflammation and pain at tooth site 33.

Event description:
Doctor reported loss of integration. Doctor reported loss of integration with inflammation and pain at tooth site 33.